Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01913 it was reported that the patient experienced high impedance on leads. As a result, surgical intervention was undertaken on (B)(6) 2023, where it was observed that the leads were fractured at the anchor site. The entire system was explanted and replaced to address the issue.